Event description:
Customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2022. Confirmation pcr testing was performed (B)(6) 2022 which generated a negative result (sample type unknown). The patient was asymptomatic. No information regarding outcome was provided.

Manufacturer narrative:
PMA/510k: similar product to 190-000. The investigation is still in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
Investigation report: the information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.